Event description:
It was reported to boston scientific corporation that an expect pulmonary was intended to be used in an endobronchial ultrasound (ebus) bronchoscopy to treat a lung mass on (B)(6) 2026. During the procedure, the device would not come out of the end of the scope. The procedure was cancelled; the physician was not able to collect the needed specimen. There were no other patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf code f1001 is being used to capture the reportable event of cancelled/rescheduled - post sedation/sedation unknown. Block h11: product investigation results. The device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of "cancelled/rescheduled - post sedation/sedation unknown" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.